Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 418mg/dl and treated with an injection. Troubleshooting found that the pump was cracked, the infusion set leaks and the reservoir contains air bubbles. Customer indicated that they will return the infusion set for analysis. Customer declined high blood glucose troubleshooting. No further details given.